Event description:
Valve sticks--difficult to open.

Manufacturer narrative:
Manufacturer's evaluation of representative samples confirmed valves were difficult to open. Current inventory was sampled and found to be acceptable.